Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump and there was moisture found under the screen. His blood glucose level was 159 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.